Event description:
It was reported that the patient had a visit with the healthcare provider (hcp) for a pump refill on (B)(6) 2012. The last dose change had occurred on (B)(6) 2012 (decreased baclofen 6mcg/day and decreased dilaudid 1mg/day). The patient continued to have weakness, falls, and increased right leg pains. The dose decrease had not changed her symptoms and seemed to make her weakness worse. She was having numbness several times per day and was starting to drag her right leg when she walked. The numbness and weakness of the right leg when walking had been going on for over three months. She would be walking around and her leg would suddenly go numb. The pain was worse. She was having frequent falls and was using a walker for stability. She fell twice while at the refill appointment. The patient¿s leg cramps were possibly a little better, but she continued to get charley horses frequently at night. Whenever the patient would bend down or get on her knees to do something the pain would hit right away. Every time she took a step and/or put pressure on body or changed positions, shooting pain would occur down the back of her hip and the front of her leg. Any weight to her body/back caused pain. Arching her back also reproduced the pain. Her pain level was a 9/10 and was no longer improving with rest. The exam notes for this appointment were largely illegible. The patient had increased paraspinal muscle spasm to the right thoracic lumbar area, and diffuse pain to the spine and paraspinal area. The pump was refilled without incident and was reprogrammed to a daily dose of 0.335ml/day. The next alarm date was (B)(6) 2013. At that time, magnetic resonance imaging (MRI) was scheduled to look for a catheter tip granuloma due to the patient¿s symptoms of progressive right leg weakness, cramps, and pain with increased frequency of falls. Impaired balance with frequent falls and gait instability were also noted. The patient was found to have a granuloma in (B)(6) 2013, suspected to be related to the intrathecal (it) medications and catheter tip location (at t1). The catheter was ¿pulled down¿ to t8-t9 during a catheter revision on (B)(6) 2013. The patient did well with the revision. The pump system was being used to infuse dilaudid and lioresal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n247807013, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).